Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an health care professional (hcp) was having difficulty interrogating this implantable cardioverter defibrillator (ICD). It was noted that they could not keep the telemetry session going, thus they switched to a different programmer, which helped resolve the issue. The hcp noted that this facility has chronic issues with radio frequency (rf) telemetry. The patient was later brought in for a cardioversion for atrial flutter. During the cardioversion, initially, they were able to obtain telemetry; however, then it was lost. They were eventually able to manipulate the wand and complete the cardioversion. No adverse patient effects were reported.